Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2013: the patient was pre-operatively diagnosed with lumbar stenosis lumbar degenerative disc disease with intractable lumbago and underwent the following procedures: lumbar laminectomy, facetectomy, complete left foraminotomy, l5-s1 with decompression of stenosis(separate identifiable procedure) posterior lumbar interbody fusion through transforaminal interbody fusion(tlif) approach at l5-s1. Posterior pedicle screw instrumentation using polyaxial titanium expedium screws from depuy at l5-s1. Insertion of intervertebral biomechanical device using the mtf spacer biomechanical device at l5-s1. Use of local bone graft augmented with rhbmp-2/acs allograft material for purposes of fusion. As per op-notes, ¿local bone graft augmented with infuse allograft material was then packed into the disc space and this followed by a mtf intervertebral cage.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.